Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). Residual astigmatism was observed.

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).